Event description:
The customer contact reported the ac power cord was frayed with exposed wires. The device was returned to the biomedical engineering department with a note that stated, "damaged." No tracing information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the ac power cord was frayed with exposed copper wires. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.